Event description:
On (B)(6) 2012, cardiohelp emergency drive (serial number (B)(4)) at (B)(6), has a worn out joint and the handle is wobbly. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4).